Event description:
It was reported that the tip of a removal bit fractured off while trying to remove a previously-implanted screw intra-operatively. There were no patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, however photos were provided. The tip is seen to have fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also possibly be attributed to off-axis forces capable of overcoming the material properties applied during impaction or applied during sterile processing/handling between surgical cases. With the given information, the definitive cause cannot be determined. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a removal bit fractured off while trying to remove a previously-implanted screw intra-operatively. There were no patient impacts.